Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. Based on the results of the investigation, the phenomena were reproduced. It was determined that: phenomenon (1): e222 error occurred due to a communication failure caused by the faulty cable. E222 error is an error indicating when an abnormality in the communication between the endoscope and the processor occurs. (Instruction manual otv-s400, chapter 9, troubleshooting, 9.2 troubleshooting guide); phenomenon (2): ¿no image¿ was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. The replacement of the cable unit was required as a major repair to return the instrument to the OEM specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The 4k camera head was returned as part of the asset return process. During routine inspection of the device by olympus, it was found there was an e222 error (scope communication error). There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, it was found there was no image due to a worn out cable and an e222 error (scope communication error) due to a contact failure in the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.